Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The device manufacturer's representative (rep) reported from the patient that there was an overdischarge. The patient stated it was difficult to charge, the rep presumed the patient was non-compliant with charging. There were no diagnostics or troubleshooting performed. There was a trickle charge performed on (B)(6) 2015 in the office with the rep. It was unknown if this resolved the issue. There was no surgical intervention performed or planned. At the time of this report, the patient was alive with no injuries. Additional information stated the power on reset (por) was not cleared in the office, the patient was sent home to charge by the rep. The patient was unable to charge and the implantable neurostimulator (ins) slipped back into overdischarge. The por was cleared after a 4.5 hour trickle charge in the office on (B)(6) 2015. The device was returned to full operation. The patient reported a fall in (B)(6) and the pocket was loose and the ins was tilted which makes charging difficult. The patient ok'd having a non-rechargeable device implanted to avoid the charging burden. The leads were within normal limits and there were normal impedances. The coverage was very good. There were no patient symptoms reported. If additional information is received, a supplemental report will be submitted.